Event description:
Boston scientific received information that this patient had just undergone an av node ablation. The physician wanted to temporarily lower the rate post ablation from 80ppm to 30ppm. The boston scientific sales representative did this temporarily by initiating intrinsic amplitude test on the lead testing screen and the device reverted to no pacing and he could not initially reprogram. An error message was noted that a diagnostic test was in progress. The representative eventually pushed stat pace and that resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suspects telemetry disruption caused the issue of the device not getting a command from the programmer. The consultant informed the caller that in a normal situation, they would be able to cancel the test with the cancel button; however, the diagnostic test in progress dialog prevented access to that button and the stat function also ends tests in progress. The caller acknowledges that using the amplitude test for this function was not the right choice as he did not use it as designed. No other adverse events have been reported. This product issue will be updated if additional information is received.